Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event and the treatment details were not reported. Pd therapy remained ongoing. Fourteen days after the event onset, the patient "went home" and was recovered from the event. No additional information is available.